Manufacturer narrative:
The customer replaced the fuse, no service visit was required. Root cause was determined to be a faulty fuse. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reports the swivel bed lost power. The fuse was replaced and the bed powered up. No pt harm was reported and no further info was provided.